Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient had difficulty with daily activities. The lens was also noted to be decentered. The lens was explanted and another lens was implanted instead. Additional information was requested.